Manufacturer narrative:
(B)(4). Arjohuntleigh received a customer complaint indicating that during the transfer procedures with the active lift: sara plus and sling, the amputee resident lost the body weight balance and fell as consequences. No injury was reported. An investigation was performed on this complaint. When reviewing similar reportable events for sara plus devices, we have found a low number of cases related to the failure: patient not suited for use with the device, since that appears to be most related according to the investigation findings. The occurrence rate of reportable complaints with this fault description is relatively low. When the event occurred, the device was used for treatment of a person and in this way it played a role in the event. It need to be emphasized that no device deficiency was indicated and based on that we may assume that the system was up to specification at the time of the incident. Based on the above, this event does not appear to have been caused by lift or sling malfunction. The sara plus device involved in the event is an active resident floor lift. This means that the resident is intended to have an active participation in the transfer process from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. In accordance to the information provided by the involved facility personnel, at the time of the incident, the resident was not bearing his weight sufficiently. Following was reported by facility: "patients were not bearing enough weight to be the right candidate for the lift." In regards to the information collected about limited resident's mobility, arjohuntleigh assumption is that assessment of this resident's health condition was inaccurate which contributed to this unfortunate incident. The evaluation appears to be in line with an use error having occurred. Arjohuntleigh can state that the facility staff was not aware about the importance of the professional patient assessment, which should be carried out by a qualified nurse or therapist before lifting process. In the labelling there is a particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labelling. If the IFU would have been followed, and the professional assessment of the patient before transfer would be provided, the event would have been avoided. From this evaluation it is would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to proper the resident assessment according to the criteria included in IFU. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities. To sum up, when the event occurred, the device was used for treatment of a person and in this way it played a role in the event. It need to be emphasized that no device deficiency was indicated and based on that we may assume that the system was up to specification at the time of the incident. Based on the above, this event does not appear to have been caused by lift or sling malfunction. No adverse event (death or serious injury) occurred.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of (B)(4) and any medwatch reports were submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided upon conclusions of the manufacturer's investigation.

Event description:
On 01st may 2017 arjohuntleigh received customer complaint where it was reported that during the resident transfer with sara plus active lift and sling, resident slipped out of sling and fell as consequences. No injuries were reported. It was reported that resident was not correctly evaluated to be the right candidate for the sara plus active lift.